Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the mesh stretched and the patient had to undergo another surgery on (B)(6) 2015. It was reported that the patient experiences abdominal pain when she eats too much and has lost a significant amount of weight, and can no longer lift more than 10 lb. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/01/2020. Additional narrative: it was reported that the patient underwent mesh excision on (B)(6) 2015 due to hernia recurrence. Corrected information: manufacturing site name.